Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: chirurgie viscérale. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). [Translation] deteriorated trocar sleeve resulting in the loss of a piece of plastic found in the patient's abdominal cavity. Extraction of the piece of plastic. Change of trocar, which also showed signs of fragility after 10 minutes of use. Type of intervention: extraction of piece of plastic. Change of trocar. Patient status: no patient injury has been reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a damaged cannula tip, the cannula tip was cracked with scratches nearby. Based on the condition of the returned unit, it is likely that the damaged cannula tip was caused by an object or instrument coming in contact with the cannula tip and/or excess stress was exerted on the cannula tip during the procedure.

Event description:
Procedure performed: visceral surgery. Event description: complaint 1 of 2: (B)(4) (MDR# 2027111-2023-00463). Complaint 2 of 2: (B)(4) (MDR# 2027111-2023-00464). [Translation] deteriorated trocar sleeve resulting in the loss of a piece of plastic found in the patient's abdominal cavity. Extraction of the piece of plastic. Change of trocar, which also showed signs of fragility after 10 minutes of use. Actions taken in the health care facility to manage the patient: removal of the trocar box, the two defective trocars from the same lot. Information received from customer via email 6jun23: the patient is fine. The trocar broke at the lower end, below the balloon. The break was identified during insertion for the first. The trocar was inserted by clockwise/counterclockwise rotation. No difficulties during insertion. The break was not clean. The trocar broke into pieces. The trocar was not used in a robot procedure. There was no instrument in the trocar at the time of the incident. Additional information received by applied medical representative via email on 13jun23: patient was really strong / muscle (in shape) the doc doesn¿t use the obturator type of intervention: extraction of piece of plastic. Change of trocar. Patient status: the patient is fine.